Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer addressed the elevated blood glucose with a correction bolus via the pump. A systems check with tandem technical support verified the pump was functioning as intended; however, a replacement pump was sent to the customer.